Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have eroded through the skin upon the patient's presentation for routine follow-up. The patient stated the lead had been exposed for several months but did not seek medical attention sooner. The patient was referred to another facility for full system explant. No additional adverse patient effects were reported. This system remains in service at this time.